Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that air bubbles were observed within the infusion set tubing. Reportedly, the customer believed air may have been introduced to the cartridge during the load process; however, this could not be confirmed. A cartridge change was performed resolving the issue. Customer's blood glucose level was 120 mg/dl.